Event description:
It was reported that the patient did not have improvement in bladder symptoms, and the entire device system was removed. Patient's outcome was unknown.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when the analysis is completed.